Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (arm) while wearing the pod 72 hours or longer. The infusion site was reported to have purulent discharge, redness, irritation and abscess. The patient called a non-emergency medical advice service, subsequently had a general practitioner (gp) reach out to them and was prescribed a 7-day unspecified antibiotic course. A new pod was applied.